Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance in one vector. All other pacing vectors had impedance measurements within normal range and acceptable thresholds and sensing. Due to difficult patient anatomy, physician chose to connect the electively replaced new device to the existing lv lead and selected a different vector on (B)(6) 2020. The patient was discharged with no complications or adverse events.